Event description:
It was reported that the device was giving an error message. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Manufacturer narrative:
Other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Error code was not found in the ehl (event history log) as it could not be downloaded. The customer reported problem was duplicated during the investigation as upon power up, the device immediately alarmed the reported error code. Root cause of the reported event is unknown. It was recommended to replace the microprocessor unit (mpu) board to solve the issue. The reported product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously. Corrected data: d4: correction: model number: 2120.

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6). 2022 via email and attached to complaint object: there was no patient involvement with this pump, the issue happened during testing.